Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000, dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line (white clamp line) of the homechoice cassette and supply bag resulted in a leak, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the connection between the supply line (white clamp line) of the homechoice cassette and supply bag was loose which resulted in a leak that led to this alarm. Proper procedures per the user manual were reviewed with the patient. Renal therapy services (rts) assisted the patient to cycle power off and on to clear the alarm. Rts advised the patient to contact their nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.